Manufacturer narrative:
The block dispense syringe was returned to tosoh instrument service center for investigation. Functional testing of the part passed and could not confirm the reported event. The most probable cause of the reported event could not be duplicated.

Event description:
N/a.

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log, but also noticed in the error log that error 2070 clogging detected on main arm had also occurred. Fse was not able to reproduce the errors, but noticed clogging sensitivity was fluctuating and not holding steady. Fse replaced the block for the dispense syringe which included the pressure board and sample syringe. Fse also cleaned the sample nozzle to ensure no blockage, adjusted clogging sensitivity and settings were holding steady. Fse checked ad touch and level sensing, both held steady with no fluctuations, successfully ran macro test, picking up all corner tips on the six tip trays without errors. Fse successfully completed quality control run. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [2070] clogging detected during specimen suction by main arm. Cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty dispense syringe block assembly.

Event description:
A customer reported a recurring error message 2061 "tip detachment failure by main arm" on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2) and alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.